Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The manufacturing record of the device was reviewed without irregularity. Omsc confirmed a picture of the subject device attached to this complaint and the result was that the bending cover deviated toward the distal end. The subject device was not returned to omsc for evaluation. The exact cause could not be determined at present. Omsc is following up with the user facility to obtain additional information regarding the reported event. If significant additional information is received, a supplemental report will follow.

Event description:
Olympus medical systems corp. (Omsc) was informed that when inserting the subject device into the endotracheal tube, the distal end of the subject device fell in the patient. Details of the fallen object are unknown. Though it is also unknown whether the user facility could retrieve the fallen object or not, there was no patient injury reported.

Manufacturer narrative:
This supplemental report is to provide the device evaluation results. The subject device was returned to (B)(6) olympus for evaluation. As evaluation result in (B)(6), the bonded part of the bending rubber was peeled off and the bending rubber was turned up. The inner components protruded from the turned up part. It seemed that the customer might express the protrusion of the components as " the distal end of the subject device fell in the patient.¿ it was found that the customer used an endotrachel. The exact cause of the protrusion of the components has not been determined. However, there was possibility that the customer withdrew to angulated device from the endotracheal forcibly.